Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post pace resulting in inappropriate tracking during the refractory period. Reprogramming was performed to the sensitivity setting. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407645 lead, implanted: (B)(6) 2005. (B)(4).